Event description:
Further investigation revealed this device was explanted due to a large paravalvular leak (pvl) with rocking of the prosthesis. The explanted device was replaced with another 27mm bioprosthesis. Patient tolerated the procedure well and was in stable condition post-operatively. It was noted that the replacement was done for advanced barlow's disease, which the patient had redeveloped.

Event description:
A 29mm pericardial mitral valve, implanted approximately five (5) months, was explanted due to unknown reasons. The explanted device was replaced with a 27mm pericardial valve. Several attempts have been made to obtain additional details on the event and patient. No further information has been provided. Should new information be received at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned to edwards for analysis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without the return of the device or additional information, edwards is unable to draw any conclusions as to the reason for explant or root cause. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.